Event description:
It was reported that hls cable failed (bad pven reading) during in-house repair. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that hls cable failed (bad pven reading). The failure occurred during in-house repair. A getinge field service technician (fst) was sent for investigation on 2024-03-14. The failure could be replicated and the connection cable for disposables was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error message "pven sensor disconnected" could be confirmed, but not on the date of event. The fst confirmed, that there was no visible/mechanical damages to the cable or on the pins. Another connection cable for disposables (hls cable)with a similar failure was investigated by getinge life cycle engineering (lce) on 2022-11-02. The error could be reproduced as described and the nature of the error could be traced back to a missing electrical connection within the cable. The root cause for the missing connection is a broken wire within the cable, which originated from external force. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. According to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. The device was manufactured on 2015-09-15. The review of the non-conformities has been performed on 2024-03-18 for the period of 2015-09-15 to 2024-03-13. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "hls cable failed (bad pven reading)" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.